Event description:
It is reported that a revision surgery occurred due loosening and possible wear.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, which markets the devices in (B) (4). This report will be amended when our investigation is complete. (B) (4).